Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as #6000093-2007-02198 and 6000089-2007-01579. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. Lesions were identified in the severely calcified and moderately tortuous proximal to mid left anterior descending (lad) artery and first diagonal (dx). The lesions were 75-90% stenosed. The lesion was predilated with a 2.5x20mm non-bsc balloon. A taxus express2 2.5x16mm drug eluting stent was implanted in the dx1. Next the physician deployed a taxus express2 3.0x28mm drug eluting stent in the mid lad, inflating the balloon to 16 atm's for 30 seconds. The physician went on to attempt to t-stent the proximal lad at the dx1 with a taxus express2 3.0x20mm drug eluting stent, in an overlapping fashion, inflating the balloon to 16 atm's for 30 seconds. The physician then advanced a guide wire to the dx1 and attempted to "dilate" the struts of the 3.0x20mm stent with a 2.5x20mm non-bsc balloon at the ostium of the dx1, but the balloon catheter was unable to cross through the stent struts. The 3.0x28mm stent in the mid lad was post-dilated with the 2.5x20mm non-bsc balloon. The procedure was completed without dilating the struts of the 3.0x20mm taxus stent at the ostium of the dx1. The physician confirmed with ivus that the stents in the proximal and mid lad were well positioned and well apposed. The physician also confirmed that the blood flow to the proximal to mid lad and dx1 was good. The patient had been taking panaldine and bayaspirin about one week prior to the procedure. Two days later the patient was still hospitalized when the patient reported chest pain and had st segment elevation. Thrombosis of the 3.0x28mm taxus stent and 3.0x20mm taxus stent was confirmed. The thrombus was aspirated with a thrombectomy device and the stents were dilated with an unk size quantum maverick balloon inflated 6 times to 16-24 atm's for 30 seconds. A dissection was noted in the distal portion of the mid lad post dilation. The dissection was treated with an unk stent. Adequate blood flow was established. The patient status post procedure was stable. It was the physician's opinion that this event was not related to the taxus express2 stents.